Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Dressing identifier not provided.

Event description:
On (B)(6) 2016, the following information was reported to kci by the physician: a patient that was treated seven years ago reported to the (B)(6) that all of the "foam" was allegedly not removed after treatment with the hospital. On (B)(6) 2016, the following information was reported to kci by the physician: "I had contact with your company concerning the event that we found the foreign material, normal vac dressing, in a patient during surgery we recently performed. As I mentioned the last previous surgical procedure was in 2007. When we found the material, we started an investigation." No additional information is available. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore a device history review could not be performed.